Event description:
Delayed reaction of intense huge swelling [injection site swelling]. Rha2 to the lips [off label use]. United states report received from a non-healthcare professional on 12-jul-2022. A physician assistant who was also the injector reported that a female patient of unknown age had received rha2 product for unknown indication on (B)(6) 2022. The patient was injected with 0.5 mlof rha2 injection to the lips using an unknown injection technique. The needle was used from the box. A cannula was not used for the administration of the rha2 product. No previous cosmetic procedures were done. No known allergies. The patient had filler in the past, however it was unknown which filler was used. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, later evening around 7:00 pm, the patient experienced delayed reaction of intense, huge swelling. The patient was prescribed steroid and benadryl as a treatment. No other fillers were used at the time of the event. The patient was due to go in for a follow up appointment with the prescriber. The outcome of the event injection site swelling was not recovered/not resolved. It was unknown if the product was available for return. (B)(4). Teoxane ID: (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and the reported severe lip swelling that is suspected to be angioedema by the company as possibly based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Delayed reaction of intense huge swelling in the mid face and lower face [injection site swelling] rha2 to the lips [off label use]. United states report received from a non-healthcare professional on 12-jul-2022. A physician assistant who was also the injector reported that a female patient of 37 years age had received rha2 product for unknown indication on (B)(6) 2022. The patient was injected with 0.5 mlof rha2 injection to the lips using a retrograde submucosal injection technique. The needles supplied was used from the box. A cannula was not used for the administration of the rha2 product. No previous cosmetic procedures were done. No known allergies. The patient had juvederm filler in the past (2 years ago). Concomitant medications included lisinopril. Food supplements were not provided. On (B)(6) 2022, later evening around 7:00 pm, the patient experienced delayed reaction of intense, huge swelling. The patient was prescribed steroid and benadryl as a treatment. No other fillers were used at the time of the event. The patient was due to go in for a follow up appointment with the prescriber. As treatment for the event, a medrol dospak and benadryl was prescribed. The patient significantly improved in response to the treatment. The reporter confirmed that swelling was not accompanied with any other symptoms. There were no potential triggering factors for the event. There was no diagnosis made. The patient had no history of allergic reactions to any drug, food, or household items. The outcome of the events was resolved. It was unknown if the product was available for return. Health effect: clinical code: 4562, injection site reaction. Health effect, device code: 1494, off-label use. Teoxane ID: (B)(4). No additional information was available at the time of this report. Follow up information was received on 08-aug-2022 from the physician's assistant. Patient demographics, event start date, outcome, dosage details, medical history, concomitant drug, treatment was added and narrative updated. Case comment: a causal relationship between the rha2 and the reported severe lip swelling as possibly based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company suspected the severe swelling to be angioedema that made the case as MDR reportable. Note should be made that not all injection site swelling will be reportable MDR event. The company will continue monitoring the benefit-risk profile for the product.